Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the date on the implantable pulse generator (ipg) was incorrect. The date was changed in the ipg and it remains in use. No patient complications have been reported as a result of this event.